Event description:
Additional information reported that the device was explanted and replaced with no additional adverse patient effects reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited extended charge times. As the patient was unable to hear the beep, the physician opted to have the device replaced. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
The patient was scheduled for a device replacement at a later date. This investigation will be updated should further information be provided.